Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed a possible lead calcification build up, as no sudden jumps were observed. Ts recommended to performed a max energy synchronized shock with the old device before changeout to have a plan at time of surgery whether a new lead is needed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the physician decided to deliver a commanded shock and technical services (ts) suggested if the reviewed impedance is greater than 145 ohms and a code 1005 is recorded a new lead must be implanted. The commanded shock was delivered, and the impedance was greater than 125 ohms. The physician decided to abandon any additional steps and the patient will to continue the treatment at the hospital. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed a possible lead calcification build up, as no sudden jumps were observed. Ts recommended to performed a max energy synchronized shock with the old device before changeout to have a plan at time of surgery whether a new lead is needed. Additional information was received which indicated that, the physician decided to deliver a commanded shock and technical services (ts) suggested if the reviewed impedance is greater than 145 ohms and a code 1005 is recorded a new lead must be implanted. The commanded shock was delivered, and the impedance was greater than 125 ohms. The physician decided to abandon any additional steps and the patient will to continue the treatment at the hospital. Additional information was received which indicated that, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed a possible lead calcification build up, as no sudden jumps were observed. Ts recommended to performed a max energy synchronized shock with the old device before changeout to have a plan at time of surgery whether a new lead is needed. This rv lead remains in service. No adverse patient effects were reported.